Manufacturer narrative:
Device information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient experienced a low flow alarm and was believed to be caused by accumulation of a substance between the outflow graft and the bend relief. The patient is currently being treated in the intensive care unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an accumulation of substance between the outflow graft and outflow graft bend relief could not be confirmed through this evaluation. No images were submitted and no devices were returned for analysis. Although the reported low flow alarms could not be confirmed, it should be noted that an outflow graft obstruction could have contributed to the reported low flows. Multiple requests for additional information were sent to the center; however, no further details were provided. No log files or images were submitted for evaluation. The pump serial number was requested but not provided. The device was not returned for analysis. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an accumulation of substance between the outflow graft and outflow graft bend relief could not be confirmed through this evaluation. No images were submitted and no devices were returned for analysis. Although the reported low flow alarms could not be confirmed, it should be noted that an outflow graft obstruction could have contributed to the reported low flows. The center reported that there were at least two patients where a substance had collected between the outflow graft and the bend relief (the other reported occurrence is investigated under (B)(4), (B)(4)). The accumulation of the substance partially occluded the outflow graft, restricting flow and triggering a low flow alarm. The issue appeared to occur at 2-3 years post-implantation. It was believed that this can cause harm. One of these patients was treated in the ICU. Multiple requests for additional information were sent to the center; however, no further details were provided. No log files or images were submitted for evaluation. The pump serial number was requested but not provided. The device was not returned for analysis. The device history records could not be reviewed because the pump serial number was not provided. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.